Manufacturer narrative:
Product event summary: analysis found that when the top of the screen was touched with the stylus there was no reaction. As a result the bezel assembly and stylus assembly were replaced.

Event description:
It was reported that the cursor position on the programmer screen does not coincide with the stylus pen position. The programmer was returned for servicing. There was no patient involvement.